Event description:
Litigation papers allege that the pt would be revised to address recurring hip pain. Update - (B)(6) 2011 - amended litigation papers allege pt suffered high levels of metal contamination in pt's blood system, severe pain and suffering in her right hip and leg, inability to bear weight on her right leg, medical and incidental expenses and emotional distress. Litigation papers allege doi is (B)(6) 2010. Part and lot#s identified for cup and femoral head. Litigation papers allege the right hip was revised.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2012 patient fact sheet form was received. There was no new information that would change the outcome of the investigation.